Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device system remains in service.